Event description:
Boston scientific became aware of event in march 2005, where a sentry balloon catheter was being inflated in the right middle cerebral artery and ruptured. The sentry balloon catheter ruptured the artery as well; massive hemorrhage and pt expired.